Event description:
It was reported that the device had an error 45520. The event occurred during infusion. There was no patient involvement, and no patient harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. This device is used, decontaminated and not in original packaging. Physical condition of this device has scratched lcd lens, cracked battery door, worn keypad overlay, loose latch lock and bubbled downstream occlusion (dso) seal. Performed functional testing. Reported problem was duplicated. During functional test, error code 45520 was alarming. Reported problem was caused from keyboard dose key shorted. Replaced the keypad to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.